Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device breakage ("device had broken apart") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional medical device removal by patient "she was able to remove fragments of the device herself" and device ineffective "device ineffective". In 2017, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("some fragments still remain in her body") and device expulsion ("she was able to remove fragments of the device herself"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, complication of device removal and device expulsion outcome was unknown. The reporter considered complication of device removal, device breakage, device expulsion and ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: update of quality-safety evaluation of product technical complaint. (FDA code updated). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device breakage ("device had broken apart") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional medical device removal by patient "she was able to remove fragments of the device herself" and device ineffective "device ineffective". In 2017, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("some fragments still remain in her body") and device expulsion ("she was able to remove fragments of the device herself"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, complication of device removal and device expulsion outcome was unknown. The reporter considered complication of device removal, device breakage, device expulsion and ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: update of quality-safety evaluation of ptc( FDA codes updated) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device breakage ("device had broken apart") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional medical device removal by patient "she was able to remove fragments of the device herself" and device ineffective "device ineffective". In 2017, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("some fragments still remain in her body") and device expulsion ("she was able to remove fragments of the device herself"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, complication of device removal and device expulsion outcome was unknown. The reporter considered complication of device removal, device breakage, device expulsion and ectopic pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device breakage ("device had broken apart") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and intentional medical device removal by patient "she was able to remove fragments of the device herself". In 2017, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("some fragments still remain in her body") and device expulsion ("she was able to remove fragments of the device herself"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, complication of device removal and device expulsion outcome was unknown. The reporter considered complication of device removal, device breakage, device expulsion and ectopic pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.